Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05480. It was reported the patient experienced lack of relief with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the drg system was explanted to address the issue. During the same surgical procedure, on (B)(6) 2023, a small fragment of one of the drg leads was left implanted as physician was unable to remove it since it was too healed into place. It is unknown which drg lead provided the lack of relief as well as it is unknown to which drg lead the lead fragment that was left implanted belonged to.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8674701.